Manufacturer narrative:
(B)(4). Initial report: report source, foreign - event occurred in (B)(6). Product remains implanted. Concomitant products: medical product: tprlc 133 fp type1 bm ho 13.0 item # 51-111130, lot #3528230 (warsaw). Medical product: g7 hi-wall e1 liner 36mm g item # 010000937, lot #3640206 (warsaw). Medical product: g7 bonemaster ltd acet shl 58g, item # 010000706, lot #3702751(warsaw). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product remains implanted.

Event description:
It was reported that patient underwent initial tha. Subsequently, the patient has reported they are unable to perform circular motion five (5) years post implantation. No revision reported. Due diligence is in progress for this complaint, to date no additional information has been received.

Manufacturer narrative:
(B)(4). . Complaint summary: adequate photographs have not been provided and the product has not been returned for evaluation. Therefore, the investigation has been limited to the information provided, a review of the device history records, and a complaint history search. A review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. The device is used for treatment. The reported products were reviewed for compatibility with no issues noted. The likely condition of the device when it left zimmer biomet is conforming to the specification. The reported event has not been confirmed as relevant photographs have not been provided and packaging has not been returned for evaluation and the DHR review did not identify any issues. A review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. It has been confirmed that the instrument/implant is not within the scope or subject of any field actions or recalls which could be attributed to the reported events. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. The investigation is completed based on currently available information. If any additional information becomes available, then the complaint will be reopened and further investigated. If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be generated accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that: study patient is unable to perform circular motion (reported over the phone). Patient involvement.